Event description:
Acct. Reports that the slip adapter separates from the IV catheter. States the adapter appears like it has "silicone" on it. States when they wipe it off, the adapter appears to stay connected. 7/30/99 rptr stated various connections are utlized with the male adapter. Ie.. Catheter, extension set 2c6630, etc. No pt compromise reported.